Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was attempting to load a new cartridge with insulin, and after following instructions from customer support to clean the pneumatic tap area, they successfully reloaded the cartridge onto the pump and resumed insulin delivery.